Event description:
It was reported that an angio-seal was selected for use post peripheral angiogram to investigate and treat disease in the right leg. The pt was reported to be obese and access to the left common femoral artery (lcfa), was difficult; therefore, a CT angiogram was performed to help guide the physician. The location of the puncture was above the bifurcation and below the inferior epigastric artery. At the end of the procedure, a femoral angiogram was performed which showed appropriate anatomy in the lcfa with no deterrents. The angio-seal was deployed and visualization of the black compaction marker was not possible; however, hemostasis was achieved. The pt complained of some pain in the leg and two hours later, a doppler ultrasound showed that although distal flow in the foot was good prior to the procedure, flow was not evident after the procedure. A CT angiogram was performed which confirmed an occlusion. A vascular surgeon was consulted and the decision was made not to intervene because the pt's symptoms were assessed not to be severe, and some collateral flow was noted through the superficial femoral artery (sfa). The pt stayed one additional night in the hospital. During a follow-up visit on (B) (6) 2010, a doppler ultrasound still showed an occlusion, but collateral flow was improved through the sfa and deemed sufficient. The pt was reported to be doing fine.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.